Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst, two hours after placement. It was later reported that there was no injury and no missing pieces.

Manufacturer narrative:
Received 1 used foley catheter. The reported event was confirmed as cause unknown. The exterior of the returned sample was inspected and an irregular burst was noted with no pieces missing. The exact cause of how and when the problem occurred could not be determined. Dimensional evaluation: eye snip length: 2/32¿, inflation lumen coverage: 12 thou, balloon thickness: 28 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex."

Event description:
It was reported that the balloon burst, two hours after placement. It was later reported that there was no injury and no missing pieces.